Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pacemaker device battery initially had one year remaining of battery then went to six months during recent interrogation. However, the gas gauge went back to beginning of life (bol). There is no available intervention information available from the field as of the moment. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device battery initially had one year remaining of battery then went to six months during recent interrogation. However, the gas gauge went back to beginning of life (bol). Additional information from the field indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. At the start of the analysis, it was noted that the device was at end of life (eol). Moreover, based on the available data the device is on track for normal battery depletion and normal device operation was noted during analysis. It was noted that the device logges hardware resets post explant in which the resets limit the amount of the data to determine the exact cause of the gas gauge reverting back to beginning of life (bol) .

Event description:
It was reported that this implantable pacemaker device battery initially had one year remaining of battery then went to six months during recent interrogation. However, the gas gauge went back to beginning of life (bol). Additional information from the field indicated that the device was explanted. No additional adverse patient effects were reported.